Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Sought medical attention for redness and swelling of the piercing site 3 months later. Patient was prescribed oral antibiotics for the infection.